Event description:
During the device evaluation, the duodenovideoscope exhibited discoloration inside the light guide lens and on the adhesive. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Regarding the discoloration/foreign material on the inside of the light guide lens, the material could not be identified. It is likely the material could not be removed with reprocessing because it was in an area other than an external surface of the device. The discoloration likely occurred because the light guide (lg) lens glue had peeled off due to either physical stress from hitting/dropping the distal end or chemical stress from chemical solutions, as a result, humidity invaded the lg lens and likely caused corrosion. As for the discoloration/material on the lg adhesive, the material could not be identified and the cause of the material remaining on the adhesive could not be specified. It is unknown if there were any deviations from the instructions for use (IFU) regarding reprocessing. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.